Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and low blood glucose. Also, the customer reported the label was damaged, the pump alerted them the battery failed, and they were changing the battery every 2 days. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The customer reported hypoglycemia was treated with the glucose/carb intake. Also, the customer reported the symptom of dizziness. The event involved products mmt-1884l, mmt-7040a, unomedical, and mmt-332a. Troubleshooting was partially performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. Troubleshooting was partially performed for low blood glucose, and the customer has not been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer stopped using the insulin pump system due to a pump/product issue. Troubleshooting was performed for the battery failed alarm, and the customer continued to experience the battery failed alarms after inserting a new battery with the new battery cap. No further patient complications were reported. No product return is required for mmt-7040a, unomedical, and mmt-332a. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The customer alleged power problem-failed battery test, power problem-charge/battery anomaly, cosmetic damage located at the back of the pump, high bgs and request assistance to contact ems on 04-jan-2026. History download was successful using thump. After the history download was completed., the pump had a blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to blank display. Unable to perform the carelink upload due to blank display. Unable to test for power problem-failed battery test, and power problem-charge/battery anomaly due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, moisture damage on the pcba 2, and corroded force sensor. No damage noted on the motor. The pump was received with a missing serial number label. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 04-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 04-jan-2026 in the pump history file and found 1 lowbatteryalert (104) on 12/29/2025 23:35:00.000, and 6 failedbatttest (58) alarmson 01/01/2026. Earliest power data available per the power management tool/detail trace file is on 01/04/2026 6:20:58 pm. There was no power data available for the dates of 12/29/2025 and 01/01/2026. Unable to check power data for low battery alertand failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unable to perform the functional test due to blank display. Unable to confirm alleged high bgs. Damage- label damage or missing confirmed. Power problem-failed battery test unknown. Power problem-charge/battery lasts less than expected unknown. Display anomaly-blank display confirmed during analysis due to due to moisture damage on the electronic assembly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.